Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a sensor error alarm and inquired on how to save the sensor. Troubeshooting was performed and customer was advised sensor function was normal and to monitor the situation. Customer's blood glucose was 25 mg/dl and was treated with glucose gel and food. Sensor would be replaced.